Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during and ipg replacement on (B)(6) 2024, (related manufacturer reference number 1627487-2022-06581) the physician noticed the lead was fractured and opted to explanted and replaced the lead. Effective therapy was restored post operatively.